Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the coronary artery. A 15mmx3.0mm nc quantum apex¿ was advanced for post-dilation. The balloon was inflated in nominal pressure and deflated after. However, during removal, the balloon became stuck with the wire and had to remove all system and start to cross the wire again. The procedure was completed using a 15mmx3.0mm non-bsc nc balloon catheter. No patient complications were reported.